Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place on 14 december 2023 during which the pocket location was moved and the ipg was replaced.